Manufacturer narrative:
The device is available for return; however, it has not yet been received. E1: initial reporter (full) phone number: (B)(6).

Event description:
The event occurred on an unspecified date and involved the following medical device: chemolock¿ bag spike with additive port, 10 units. White film was reported on the tubing during preparation to tube solution. There was no patient involvement, no harm and no delay in therapy.

Manufacturer narrative:
D9: date returned to MFR: 1/30/2026. Received twenty-four (24) new packages. List #cl-13-10, chemolock¿ bag spike with additive port, 10 units; lot #14585281. No visual damages or anomalies were observed the reported complaint of white film could be confirmed. The returned samples were observed to have a white film on the tubing. The probable cause is from errant solvent coverage during assembly in (B)(4). The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.